Event description:
Doctor received a letter from patient's attorney regarding the outcome believed to be caused by the tmx 2000 after a procedure which occurred on (B) (6) 2004. The patient reportedly in chronic urinary retention. Print out from the case indicate that the mapping may have been performed incorrectly (print out inclosed in file). Once properly mapped, the unit appeared to react correctly. Patient reportedly has a stricture. Doctor recalls having to use a guidewire to pass a catheter around the time of the procedure.